Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned an evis exera iii colonovideoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, foreign material was found in the air and water tube. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered whitish foreign material in the air and water tube due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost due to wear of the scope cover packing. It was also observed that the grip and the objective lens had a scratch. It was observed that the suction, air, and water cylinders had no color. It was also observed that water tightness was lost due to deformation of the scope cover unit. It was observed that the image guide protector was damaged. It was also observed that the light guide lens had a crack. It was observed that the adhesive on the bending section cover was detached. Lastly, it was observed that the connecting tube had a cut. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.